Event description:
It was reported that the patient had syncope with an episode. The physician felt that the device withheld therapy inappropriately and feels that the rhythm was ventricular tachycardia (vt). Data was reviewed and it was determined that the device operated as programmed; as detection withheld due to afib/flutter. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 507652 implantable pacing lead - implanted (B)(6) 2004; 218775 implantable pacing lead - implanted (B)(6) 2004. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.